Manufacturer narrative:
Concomitant medical products: vamc4036c150tc, sn (B)(4), expiration date: 2012-05-13, UDI # (B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. The dissection extended to the infrarenal abdominal aorta. There were three re-entry tears, 52 mm distal to the l cca, after ostium area of the lsa and within the first half of the descending aorta, after ostium area of the lsa and within the first half of the descending aorta, and between the celiac trunk and the renal arteries. The right renal artery was stented with a balloon expandable covered stent. It was reported that the proximal entry tear was covered. It was reported that the patient presented with respiratory insufficiency, the event resolved with treatment. The investigator indicated that this event was related to the procedure. It was reported that there is false lumen perfusion due to a new uncovered tear, however no action was taken. Per the investigator the event was related to the procedure and not related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.